Manufacturer narrative:
The customer reported that repeat testing was performed to confirm correct results.

Event description:
The customer reported discrepant sodium and chloride results. The was no report of injury due to this event.

Manufacturer narrative:
Siemens review of the instrument data files do not indicate any performance issues with the sensors around the time the discordant samples were reported. The data suggests that the sample may have become contaminated by salt from around the sample port/luer area, which may have contributed to the discordant results. Because the cartridge was not returned for evaluation, final root cause for the discordant sample cannot be determined. Corrected data: follow up report #1 for MDR 3002637618-2016-00143 was filed in error on december 1, 2016. The additional information and corrected data in that follow up report pertained to MDR 3002637618-2016-00145 not MDR 3002637618-2016-00143. The additional information and corrected data in follow up report #1 for MDR 3002637618-2016-00143 should be disregarded. A subsequent follow up report #1 was filed for MDR 3002637618-2016-00143 on march 2, 2017 with additional information, but failed in e-submitter because a "duplicate report is found for this supplemental report". This failed submission was not discovered by siemens until april 20, 2017. This follow up report #2 is to document the submission error and update MDR 3002637618-2016-00143 with the additional information.

Manufacturer narrative:
The chloride values were incorrect. Below are the corrected values: pid: # 1, #1, #2, #2; time: 10:31, 10:49; 10:35, 10:46; cl results: 126, 108, 119, 106.